Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur afterward. The customer understood the instructions and continued using the pump, with guidance to call back if the issue reappeared.